Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Lead diagnostic testing revealed invalid impedance measurements. Reprogramming did not provide resolution. X-rays identified a fracture in the lead. In turn, the patient underwent surgical intervention. Intra-op lead diagnostic testing revealed invalid impedance measurements. As a result, the physician explanted and replaced the lead and anchor. Effective stimulation and coverage was restored post-operative. The date the patient lost stimulation is unknown. Concomitant products (continued) the implant date for the following is unknown: model: 3788, scs ipg, model: unknown, scs anchor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.